Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the audible "beep" notification was not being declared during a notification or alert, despite all volume settings set to high. There was no reported adverse impact to the customer's blood glucose level. System check with tandem technical support indicating that the audible tones were being declared appropriately; however, customer maintained that the alerts were not sounding properly. Reportedly, the customer continued to use the pump for insulin therapy.